Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-apr-2020, UDI#: (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine and morphine at unknown concentrations and dosages via an implantable pump for non-malignant pain. On 2019-oct-09, the patient at first reported that the pump had failed, but then clarified that the pump was checked and it was working as it should. The patient then reported that the "pump was kinked". The patient again clarified stating that their healthcare provider (hcp) had rinsed the pump and had tried to put in bupivacaine alone into the pump, but the drug would not go in. The hcp reportedly told the patient that the catheter might have been kinked. This event reportedly occurred in (B)(6) 2019. No symptoms were reported related to this event. It was yet to be determined if any future interventions were planned. It was unknown if any product would be returned. The patient also made inquiries regarding if the manufacturer will pay for the surgery to have the pump and/or the catheter replaced. No further complications were reported. Additional information was received from the consumer indicated that the patient was having an ultrasound performed. No further complications have been reported. Additional information was received from the healthcare provider on 2019-oct-17. It was reported that they were looking at using a therapeutic ultrasound as another alternative for the patient's pain.